Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion set tubing was bent in 2 places. The infusion set in use for 5 hours te blood glucose level was high and the patient took correction injection via mdi. No further information available.